Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in a fair condition, with both housings contain damage. Unable to performed event history log review. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "showed lec 1861 code" was able to be duplicated. Power up of the pump displayed lec 1861. Simulated use testing was unable to download event log or read out the pump error log and unable to run the pump. The pump was opened and rtc clock battery connections and voltage was verified as complete and voltage within specification. Investigator reported that error code 1861 is slow charge timeout. Therefore, service replace the pump mp board due to the error code 1861 and constant alarm. The root cause of the issue is unknown.

Event description:
Information was received that this smiths cadd legacy plus pump displayed error code "ec1861". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.